Event description:
On (B)(6) 2013, the reporter contacted lifescan italy, alleging inaccurate result of "227mg/dl on the subject meter and 158mg/dl" obtained on another meter (ultraeasy) performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.